Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. During the procedure the seroma fluid was drained from the pocket site. The physician relocated the pocket and the patient was reportedly doing well following the procedure.